Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). Programming changes were made. The patient was in stable condition.